Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to an unknown power on reset. Further analysis including electrical testing and firmware upgrade did not find any anomalies.

Event description:
It was reported that during implant procedure, the pulse generator was in backup operation. The device was interrogated prior to implant and was normal. Once the lead was connected to the device, back up operation occurred and could not be reprogrammed. No cautery or other sources of electromagnetic interference was used. The device was not used and another was implanted. The patient was stable post procedure.